Event description:
Event description boston scientific crm received information that this device was programmed to dddr mode at a rate of 50bpm during a follow-up last month. At the next follow-up this month the device programming was not as expected. It was programmed to ddd mode at a rate of 30ppm. In addition the patient felt syncope at work for 3-4 days. The device histograms indicate multiple atrial tachycardia episodes. A download of the device memory was peformed and sent to engineering. Also, the device is on an advisory.